Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the noise was oversensed by the device and led to intermittent pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Analysis of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction at 10.9 to 11.2 cm from the connector pin. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.